Event description:
It was reported that during implant of the left ventricular (lv) lead there was high impedance, possible fracture, very high thresholds in all vectors, and no capture. It was also reported that during the process of slitting the inner catheter, the lead dislodged and was kinked. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the distal conductor was extrinsically distorted due to kinking/buckling, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the tip seal on the distal electrode of the lead showed evidence of blood ingression, and visual summary analysis of the lead indicated damage at implant. The analyst noted that electrical resistance and cross continuity test results were within specifications. (B)(4).